Manufacturer narrative:
The hill-rom tech found the nurse call not functioning due to a side comm cable failing. A search of the hill-rom maintenance records showed hill-rom did not perform any preventive maintenance on this bed. It is unk if the facility performed any preventative maintenance on this bed. The hill-rom tech replaced the side comm cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom technical service received a report from the account stating that the bed will not place a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).